Event description:
During a carotid artery stenting procedure the physician used a guardwire temporary occlusion system. No issue was noted during preparation or deflation test prior to use. No resistance was encountered with the device during the procedure. The procedure was started with cdgw deployed as distal protection. The stent was deployed with pre and post dilatation performed. Balloon deflation was noticed when the stent was deployed. It was reported that the balloon most likely passed through a stent. No clinical sequelae were reported.

Manufacturer narrative:
Results, conclusion: inconclusive, investigation in progress. (B)(4).